Event description:
It was reported by the aci distributor that a (B)(6) female patient underwent a diagnostic catheterization procedure on (B)(6) 2012. Access was obtained just above the bifurcation via a 6f sheath (unknown model). A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site and the vessel size approximately 5mm. Following the procedure, the physician who is not a trained user, selected the mynx vascular closure device 6f/7f to close the access site. It was reported that the device was deployed per the IFU. Immediately after the removal of the device the access site was noticed to be swelling and a 4cm hematoma had developed at the access site. Manual compression was applied for 15 minutes in which time hemostasis was achieved. The patient was reported as hospitalized. According to the physician the patient's hospitalization was due to the mynx procedure. The patient's discharge date was not reported. On (B)(6) 2012, the aci distributor reported that the patient stayed in the hospital two nights, as the procedure was performed on friday and it is normal practice for this hospital to keep the patient over the weekend. The extended stay wasn't due to the reported event.

Manufacturer narrative:
"Describe event or problem" is being updated

Event description:
It was reported by the aci distributor that a (B)(6) female patient underwent a catheterization procedure on (B)(6) 2012. Access was obtained just above the bifurcation via a 6f sheath (unknown model). A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site and the vessel size approximately 5mm. Following the procedure, the physician who is not a trained user, selected the mynx vascular closure device 6f/7f to close the access site. It was reported that the device was deployed per the IFU. Immediately after the removal of the device the access site was noticed to be swelling and a 4cm hematoma had developed at the access site. Manual compression was applied for 15 minutes in which time hemostasis was achieved. The patient was reported as hospitalized. According to the physician the patient's hospitalization was due to the mynx procedure. The patient's discharge date was not reported.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. The review of the lhr (lot f1207402) indicated that the device lot met all established performance criteria prior to shipment.